Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "upon removal from package, inspect the product to ensure no damage has occurred.¿ it should be noted there were no other reported complaints for this lot number. The visual inspection of the returned device reported that only a 12.0 fr. Hfnl yellow dilator was returned for investigation. The dilator shaft and hub were separated. The dilator flare was visually inspected and appeared not to be manufactured to specification (flare size too small). This was likely caused by insufficient cooling during the flaring manufacturing process. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A patient of unknown gender and age underwent a procedure in which the sheath separated. The sheath was used in the femoral artery and it is unknown whether there was tortuous or heavily calcified anatomy. The patient did not experience any adverse effects due to the experienced difficulty with the sheath. Also no additional procedures were required due to sheath error.

Manufacturer narrative:
On 18oct2016 additional information was received about the event that changed the reportability status of this report. (B)(4). This event is currently under investigation.

Event description:
A patient of unknown gender and age underwent a procedure in which the sheath separated. The sheath was used in the femoral artery and it is unknown whether there was tortuous or heavily calcified anatomy. The patient did not experience any adverse effects due to the experienced difficulty with the sheath. Also no additional procedures were required due to sheath error.